Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified a kink in the catheter body. Eval code-method no longer applies. Eval code-result no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for post lumbar laminectomy syndrome and spinal pain. It was reported that withdrawal symptoms occurred. Any environmental/external/patient factors that may have led or contributed to the issue were normal exercise routine of walking in water (aqua aerobics). The hcp informed that he attempted a dye study that indicated that the catheter was needed to be replaced. Patient was placed on minimum rate and reservoir drug was removed and replaced with preservative free saline. No drug was in reservoir at time of catheter revision. At the time of this report, the issue had resolved and patient status was alive-no injury. Old 8780 catheter broke and the hcp removed entire catheter and replaced with new 8780. No further complications were reported.